Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
(B)(6). It was reported that patient death occurred. In (B)(6) 2013, the patient presented with stable angina pectoris. The eccentric, diffused, type c target lesion was located at the bifurcated ostium of moderately tortuous and mildly calcified proximal left main coronary artery (lmca) with > 45 and < 90 degree bend. No aneurysm or thrombosis was present. After pre-dilation was performed, a 2.50x38mm promus element plus stent was implanted at 18atm. Following post-dilation, residual stenosis was 0% and timi flow 3. There was no adverse event for the heart function. The patient was discharged two days later. In (B)(6) 2016, the patient expired. Cause of death is unknown and no additional information is currently available.